Event description:
A pt svc rep (psr) called in to zoll customer support while fitting a (B)(6) male pt to report that neither of the pt's batteries would fit into the pt's monitor. The psr fitted the pt with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (battery won't fit in monitor or too snug) has been confirmed. Upon inspection, the battery connector pins within the monitor were bent. The cause of the bent contacts was likely a connector misalignment between a battery pack and the monitor during insertion. The root cause of the connector misalignment cannot be positively identified. No adverse event resulted from the defective battery connector. The pt received a replacement monitor.